Manufacturer narrative:
A device history record review was conducted. No anomaly was found during the device history record reviews. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were no other complaints for the reported issue. One probe was returned for evaluation. The sample was visually inspected and deemed nonconforming. The needle is bent to approximately 15 degrees. Actuation testing was performed and deemed nonconforming. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 5 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. There was slight resistance felt when removing the needle from the inner cutter. The inner cutter is bent with wear marks at the bend area. Actuation testing was conforming when tested after the disassembly. The complaint evaluation does confirm a probe actuation failure. The root cause of the probe failure appears to be from the bent condition of the needle. The bent needle causes interference between the inner cutter and outer needle and prevents movement of the inner cutter to actuate. How and when the needle became bent cannot be determined from this complaint evaluation. With regard to this complaint, no specific action was taken because the root cause cannot be determined from the evaluation. An internal investigation has been initiated to reduce the frequency of probe complaints. All probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported that cutting failure of the probe occurred due to actuation failure during surgery. It was functioning properly during test. The condition of aspiration is unknown. The surgery was completed after replacing the product with another one. There was no patient harm.